Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. No product was returned for evaluation; hospital information was confidential and no product return could be requested. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, in this pressure monitoring set with vamp, tubing was detached from one of the connectors. Issue was solved replacing with a device from different lot number. There was no further information available. There was no allegation of patient injury. Patient demographic information unable to be obtained.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The reported malfunction could not be confirmed since no product samples nor images were provided, however, there are manufacturing controls to avoid potential causes related to the reported malfunction.